Manufacturer narrative:
The gas delivery system replaced to correct the issue and it was returned to philips for failure investigation, it was tested and no failures were identified. The customer reported failure was not duplicated during failure analysis of this gas delivery system.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported that the unit was not in use on patient.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.